Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer popped open but did not slide out when tested. A field service engineer (fse) disassembled the drawer, cleaned the components, and reassembled it. The drawer was then tested using the hardware test application and functioned as expected. The fse cleaned and inspected the drawer. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the mini drawer 2.13 requires maintenance, the users were unable to recover and at the recovery attempt only one compartment pops open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.